Event description:
It was reported that there was a possible infection. An explant was scheduled for (B)(6) 2014. The type of infection was unknown at the device pocket and cultures had been taken. The pump system was delivering baclofen. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).